Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that balloon had fatigue and the device had wear and tear. The entire aus was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Lot numbers reported: cuff 3049h002. Balloon 72400024/8436g.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that balloon had fatigue and the device had wear and tear. The entire aus was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Lot numbers reported: cuff 3049h002. Balloon 72400024/8436g.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that balloon had fatigue and the device had wear and tear. The entire aus was removed and replaced. There were no additional patient complications.